Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 232 patients (285 enrolled; 53 excluded after 1st ablation) with atrial fibrillation underwent multiple catheter ablation procedure from december 2011 to april 2014. Among them, 1 patient developed acute kidney injury. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿relationship between left ventricular diastolic dysfunction and very late recurrences after multiple procedures for atrial fibrillation ablation¿ the purpose of this study was to determine that would lvdd at baseline before the catheter ablation be associated with vlrs after multiple catheter ablation procedures for af. Suspect device is an irrigated-tip 3.5-mm tip thermocool ablation catheter, however catalog and lot number is unknown.

Manufacturer narrative:
Additional information was received indicating that navistar thermocool is the only related bw product that is reported to have been used. Manufacturer's ref. No: (B)(4).